Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire was fractured, and it was returned with the proximal end of a trevo® pro 18 microcatheter (stryker). Microscopic inspection of the delivery wire revealed a fracture distal to the retraction bump. The distal end of the proximal coil was also stretched. The stent was found detached in the shaft of the concomitant microcatheter. Broken struts were noted. In order to perform a functional test for the impeded condition reported, the stent must be attached to the delivery system and inside the introducer. The customer complaint is confirmed based on the fractured delivery wire. The fracture suggests that the delivery wire was pushed or retracted against resistance sufficiently to damage the distal end of the delivery wire, increasing the friction between delivery system and microcatheter. It is possible that clinical and procedural factors, including using the device past its recommended 'used by' date, using a non-j&j microcatheter, device manipulation and operator's technique, may have contributed to the reported failure. The stent detachment and broken struts were not documented in the initial report. While these conditions could plausibly be secondary to the delivery-wire fracture, assessment of the available findings does not indicate that these are related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8639207. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 8639207) was impeded at the proximal end of the microcatheter (unspecified brand) and could not advance further. The physician only retracted the stent and replaced it with a new stent to complete the procedure, using the same microcatheter. There was no negative impact on the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the additional information received on 20-feb-2026, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿